Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), the device became stuck in the vessel and surgery was required. The target lesions were located in the anterior tibial (at) and posterior tibial (pt) artery. The lesion in the pt was treated with the oad and balloon angioplasty. During the first pass with the oad in the at, the device stopped functioning and became stuck in the vessel. Multiple attempts were made to remove the oad. The guide wire was removed, vasodilators were administered, and additional wires and a catheter was inserted in an attempt to release the device. The patient presented with pain and surgery was then performed to remove the device. The patient was in stable condition following the procedure.